Event description:
A malfunction was reported on the pump with the error code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to call back if any issues recur.